Event description:
The vantive claria homechoice pd machine therapy error alarms were not loud enough for the patient to address the error. The error was low flow during the draining of the therapy session causing the patient to have incomplete therapy during the time frame. Repeated errors have been occurring since this time causing phosphorus to be inadequately removed over time. This results in high phosphorus in the patient's system which can lead to: brittle bones, calcium deposits affecting eyes, lungs, heart and lungs which put the patient at risk for heart attack and/or stroke. It also can disrupt the balance of minerals, leading to bone disorders.